Event description:
It was reported that the physician achieved arteriotomy closure with the starclose device. The clip was fired and hemostasis was achieved; however, the device was stuck. The device was removed by the physician. The pt was doing fine after the procedure. No add'l info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.